Manufacturer narrative:
Correction: describe event or problem: it was reported that bd insyte¿ IV cannula adhesive on packaging came apart on 4 devices. No serious injury or medical intervention was reported. Investigation summary: a device history record review showed no non-conformance's associated with this issue during the production of this batch. 4 actual samples were returned for investigation. The actual samples were subjected to visual inspection. Open seal was observed on the 4 corners of both returned sample. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, which was present on the returned samples and thus, showed that the sealing process was completed in manufacturing facility. There was change in top web material during jul 2017. The reported batch was produced before the material change. Therefore, no assignable root cause can be established. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area which showed that the sealing process was completed in manufacturing facility.

Event description:
It was reported that bd insyte¿ IV cannula adhesive on packaging came apart on 4 devices. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV cannula adhesive on packaging came apart. No serious injury or medical intervention was reported.